Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient was hospitalized due to right atrium (ra) lead dislodgement. During the hospitalization the ra lead was repositioned and the adverse event has been considered resolved on the same day. The lead remains in use. No patient complications have been reported as a result of this event.